Manufacturer narrative:
The pump was received with blank display due to moisture damaged electronic assembly. Moisture damage was found in the motor during inspection. The self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test were unable to be done due to blank display. The pump had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid. The customer states they were tossed into the pool. The customer's blood glucose level at the time of incident was 130mg/dl. Troubleshoot was conducted, and the customer was advised the pump would have to be replaced and returned for analysis.